Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarms while priming. The customer also reported that they were hospitalized prior to the call. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The insulin pump was already able to complete rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, a21 error and self test. All operating currents are within specification. Off no power alarm functions properly. No unexpected low battery alarm, failed battery test alarm or unexpected no delivery alarm noted. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. However, the insulin pump was received with minor scratched display window.